Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information,

Event description:
On (B)(6) 2019, the surgeon implanted a ph cage in the patient's left arm. On (B)(6) 2019, the patient fell on her left arm. Around (B)(6) 2019 (the exact date unknown), the surgeon identified that the ph cage had slipped into varus and decided to remove a screw applied to the ph cage. On (B)(6) 2019, the surgeon conducted the screw removal.